Event description:
It was reported that when the menu button on the external pulse generator was pushed, it paused the generator. The generator was re turned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that when the menu button was pressed it paused the generator and it was attributed to the liquid crystal display being out of specification electrically and therefore it was replaced. Analysis also found that the side bail covers were broken. Further analysis was performed on the display assembly. This analysis confirmed the failure seen during servicing and repair of the device. The failure was caused by resistive solder bridge between two locations on the assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.